Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 8780 (B)(6) ; product type: 0184-catheter; implant date (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider and consumer via company representative regarding a patient with an implantable pump containing morphine (5 mg/ml at 0.25 mg/day) and bupivacaine (10 mg/ml at 0.5 mg/day). It was reported that the patient was seen in clinic in (B)(6) 2025 for a routine pump refill. At that time, there was a noted volume discrepancy. Patient cannot recall the exact amount but states that the pump was supposed to be close to empty and the provider aspirated nearly 20 cc of residual drug. Some environmental/external/patient factors that may have contributed was the patient had an unrelated spinal surgery in (B)(6) 2025. A negative catheter access study was completed in (B)(6) 2025. Today (B)(6) 2026, the patient was taken to the operating room for a planned catheter revision. The physician first opened up the existing pump pocket and dissected the pump and the proximal segment. He then removed the pump from the pocket and attempted to aspirate from the catheter access port (cap) but had no return of cerebrospinal fluid (csf). The physician then disconnected the pump from the catheter and dissected out the remaining portion of the proximal segment. He disconnected the proximal segment from the spinal segment at the collet, and attempted to aspirate directly from the spinal segment, but still had no return of csf. He then proceeded to flush preservative free normal saline through the spinal segment (physicians aware of residual drug in catheter prior to flushing). After flushing the catheter multiple times, the catheter began to freely drip csf. The physician then reconnected the spinal segment to the previously existing proximal segment and pump. He then aspirated from the cap and had positive return of csf. The pump was placed back into the pump pocket and incisions were then irrigated and closed. The exact cause of the catheter obstruction was not determined, but the physician believes that there was some sort of occlusion at the tip of the catheter. Due to the obstruction being in the spinal segment and history of a volume discrepancy, the physician decided to reduce the patient's intrathecal dosing. There were no changed to drug concentration. Previous dosing was morphine 0.847 mg/day and bupivacaine 1.694 mg/day. There were no changes to the catheter length/volume. The patient has an untrimmed 8780; implanted length 114.3 cm; volume 0.251 ml. The issue was resolved at the time of this report.